Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, stapler cartridge that came in stapler did not fire any staples. Package say it contains 11 titanium staples.